Manufacturer narrative:
A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This file represents the original davol flat mesh implanted in 2006. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2002 - the patient was diagnosed with urinary retention due to a previous non davol "pelvicol" sling that was implanted and underwent incision of the non davol "pelvicol" vaginal wall sling. On (B)(6) 2006 - the patient was diagnosed with a vaginal prolapse and underwent a vaginal sacrocolpopexy with implant of a davol flat mesh. On (B)(6) 2010 - the patient was diagnosed with a recurrent vaginal prolapse and underwent a vaginal sacrocolpopexy with revision to the previously placed bard/davol flat mesh and implant of a second davol flat mesh. During the procedure it was noted that the previously placed flat mesh had come loose from the vaginal apex. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.